Event description:
The pt. Experienced what was thought to be a 2nd transient ischemic attack (date of 1st tia unknown), that manifested as rt. Arm weakness and speech difficulty that resolved in 4-5 hours. CT revealed no evidence of acute intracranial hemorrhage, infarct, mass, mass effect, or midline shift. Carotid ultrasound showed antegrade flow in the rt. Vertebral artery and no "significant" stenosis. The pt. Was in recurrent atrial flutter and it was recommended inr be increased to 3.0 (inr = 1.6 on 9/1999). Echo in 10/1999 showed no mitral valve "abnormalities" and resolution of regurgitation compared to a pre-implant echo in 7/1999. The pt. Was stable at follow-up in 11/1999 and had not experienced any further embolic events. In 7/2000 the pt. Was in atrial fibrillation and 2-d echo showed a "slightly elevated" mitral valve w/ "trivial" regurgitation. Echo in 3/2001 showed an "appropriately" functioning mitral valve with no rocking".